Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door was failed to open. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by manually open, all doors, allowing them to fail, and then become recoverable. The system functioned as intended after the customer resolved the issue.